Event description:
Healthcare professional reported approximately 4 months after injection with juvederm ultra plus xc in the nasolabial folds, jowl area, marionette lines, and "the downturn around the corner of the oral commissures" and concomitant injection with juvederm volbella with lidocaine in the upper lip and fine lines around the upper and lower lip the patient developed unrelated "sinus congestion problems." Subsequently the patient developed firm nodules, including one on "the left lip" that was tender because "the patient bit it" as well as others "at the upper lip and halfway between the midline and the oral commissures on both sides." Per the healthcare professional, the patient also developed "little pockets of swelling" and swelling of the lips in addition to "the granulomas, if that's what they are." A biopsy of the nodules was not performed but the healthcare professional believed that the nodules were "definitely not product." Patient was prescribed otravin, hyaluronidase, keflex, and an intralesional steroid. New nodules have since developed on the patient's chin and upper lip.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The event of granuloma, nodules, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.